Event description:
It was reported that blood got into the balloon. Failed during initial placement of the device. The customer opened a second endoplege catheter. No patient problem due to this failure. The procedure was an minimally invasive surgery, mitral valve repair.

Manufacturer narrative:
Device has not yet been received by the manufacturer for evaluation.

Manufacturer narrative:
Evaluation results: the ep sinus catheter balloon was visually inspected under 10x magnification and it is confirmed that there is a small split in the soft tip where the pressure and balloon lumens are. When colored water was introduced through the balloon and pressure lumens the water flows from the split in the soft tip. When water was introduced into the infusion lumen the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. There is no way to determine how or where the soft tip became damaged. This created the pressure and balloon lumens to malfunction. During post sterile testing it took 4.89lb min to 7.54lb max of tensile force to break the soft tip. The edge of the break in the tip is not consistent with an incomplete weld or a cut. There will be no corrective action initiated at this time however, we will continue to monitor trends on an ongoing basis per internal procedure.